Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/07/2025, it was reported that the user experienced an ¿unable to proceed¿ message along with alert 38 during a supply change. The user removed all supplies and successfully completed a dry run without further alerts. The user was then advised to perform a full supply change. The user declined additional assistance and stated they would perform their own supply change after the call. No blood glucose impact or injury was reported.